Event description:
Patient representative reported "recall [¿] anxiety, depression, anguish," "mastalgy, deformity...capsular contracture" and "synovial type cystic metaplasty with fibrosis, chronic inflammatory reaction and foci of foreign body type gigantocellular reaction involving exogenous material" against right side device. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and granuloma.